Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a procedure, the patient died as a result of the perivac pericardiocentesis kit catheter being too stiff and puncturing the heart. Despite multiple follow-up attempts, no further information has been provided.